Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood back within pim module and balloon pump catheter failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b5,e2,e3,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes,health effect ¿ clinical code,health effect ¿ impact codes),h11 corrected fields: d4(UDI#),h6(medical device ¿ problem code). A getinge field service engineer (fse) performed troubleshooting on unit. Verified blood back on unit, replaced pneumatic module and filters due to age. Unit passed all functional and safety tests per factory specifications. Returned unit back to customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood back within pim module and balloon pump catheter failed. There was no harm reported.